Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, serial# (B)(4), implanted: (B)(6), 2014 explanted: active, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had an x-ray of her hip and saw the device. Patient said it looked like the lead was hanging down. Lead replacement was reviewed and encouraged patient to discuss x-ray with managing healthcare professional (hcp). No symptoms reported. No further complications reported/anticipated.